Event description:
It was reported that, there was an out of range (oor) shock lead impedance measurement. The overall shock impedance has been about 100-114 ohms. The oor measurement was about 133 ohms and has been stable since that measurement. Technical services discussed that the health care professional could continue to monitor the impedance measurements. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.